Manufacturer narrative:
On 8/27/2020, the product investigation of the provided photos was completed. It was reported that a patient underwent atrial fibrillation (afib)ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue. The hemostatic valve did not seem to be tight when the catheter was pulled out quickly. The sealing lips may not close properly. The action taken was to let any air out. The hemostatic valve did not break nor became detached from the sheath. The sheath was being used on the patient at the time of the event. No air was introduced into the patient¿s body. There was no blood return. There was no consequence for the patient. Device investigation details: according to pictures provided by customer, the hub of vizigo was observed with blood, this may be related with a hemostatic valve separation condition, howerver this cannot be conclusively determined based on the photos. The DHR review cannot be performed due to the lot number was not provided. Customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
In addition, it was also stated that this is a general problem with all carto vizigo¿ 8.5f bi-directional guiding sheath used at the account. However, no additional information on how many events or details on the events were provided. A search for similar complaints about this product family and this facility was made and no additional complaint regarding this issue has been found. Therefore, this issue will only be documented under this complaint. If any additional information is provided on the other events, the information will be processed accordingly. The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The event year was reported as 2020. However, the event day and month were not provided. (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent atrial fibrillation (afib)ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue. The hemostatic valve did not seem to be tight when the catheter was pulled out quickly. The sealing lips may not close properly. The action taken was to let any air out. The hemostatic valve did not break nor became detached from the sheath. The sheath was being used on the patient at the time of the event. No air was introduced into the patient¿s body. There was no blood return. There was no consequence for the patient. This issue was assessed as an MDR reportable hemostatic valve separation issue.